Manufacturer narrative:
(B)(4), unknown. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on an unknown date, during an unknown procedure, the drive of the screwdriver was broken when putting it on the innies. There were no patient consequences. Surgical delay and procedure outcome were unknown. This complaint involves two (2) devices.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Device initially reported as a malfunction. Device was returned for evaluation and the observed damage of stripping does not constitute a reportable event. As such, this event is now considered to be a non-reportable malfunction.